Manufacturer narrative:
DHR could not be reviewed because lot number not known. Patient's demographics are not known so an estimation was used. The actual broken device was received and examined. It was found that the top portion of the shuttle clamp was broken off. The root cause of the breakage could not be determined. The IFU precautions state to reconfirm position, depth of intubation, and patency of the et tube or other airway device during and after any change in the patient's head, neck, or body position, or any change in the location of the fixation device. Use caution during patient movement and/or repositioning to avoid dislodging the et tube. Hollister offered product usage inservicing to the account.

Event description:
It was reported that an anchor fast guard was being used on a patient when the bite block securement above the anchor fast guard bridge broke. The patient self extubated.